Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified repeater disposable set ruptured causing a leak of groundnut oil on the repeater pump. This was observed during filling. Further filling was stopped and the device was cleaned to resolve the event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, d1, d2a, d2b, d4, g1, g4, h4, h6, and h11: b5: the tubing of a sterile repeater pump tube set (previously reported as an unspecified repeater disposable set) ruptured which resulted in a fluid leak. H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that all sections of the tubing were secured into the blue joint fitting, and it appeared to be totally intact. No sections of the tubing were observed to be ruptured. However, the photographs showed that some spillage (leakage) had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.